Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited a high threshold. During explant, the lead started to disintigrate and only part of the lead was removed. The lead was re- placed.